Manufacturer narrative:
E1: reporting institution phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue mx800 patient monitor had a speaker failure. No sound was coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Additional information was received indicating that this record is a duplicate of another complaint record. MFR report number 9610816-2024-00672.